Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-12915, 2938836-2019-12916. It was reported that the patient presented with pain, felling hot and swelling at the implant site. At an unspecified time after the event, the patient's system was explanted.